Manufacturer narrative:
B1. No box should be checked. Product problem box should be unchecked. D6. Catalog number identified as 13-173. This is an ous device and as such would not be included on the baseline report and would not be reportable to the FDA. F11. Date MFR initially forwarded medwatch report to FDA. H6. Evaluation summary this device was received, evaluated and retained by this MFR. The engineering evaluation revealed a crack in the hub of the catheter shaft. Although it was originally reported the balloon leaked, no balloon leaks were found upon evaluation. Co does not consider this to be a reportable event.

Event description:
A balloon leaked during an unknown procedure. No pt complications were involved. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event, co cannot determine the exact cause for this event. Co directions for use state: "do not exceed the normal pressure printed on the product label.. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."